Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for scheduled pocket revision due to device migration in the pocket. During procedure, cautery was used and the pulse generator exhibited backup vvi operation. The device was explanted and replaced successfully. The patient was in stable condition prior, during, and post operation.